Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1000 mg/dl, and a loss of consciousness. Reportedly, customer is visually impaired, and while changing supplies, customer was unable to visually see where to insert the syringe in the fill port of the cartridge. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however, customer reportedly sustained long term kidney and heart damage. Reportedly, customer reverted to manual injections for insulin therapy until consulting with healthcare provider.